Event description:
It was reported that after the catheter was in place, the doctor tried to pass the spring wire guide (swg) through it. It was then that the swg became stuck in the catheter and as a result, both the catheter and swg were removed. A new catheter was successfully inserted and there were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one catheter & one swg were returned for evaluation. The swg had multiple kinks & bends & the core wire was found broken adjacent to the distal weld. Discoloration at the broken end of the core wire was consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation & necking of the swg in the area of the break. The distal weld appeared full & remained attached to the unbroken coil wire. The proximal weld remained intact. Based upon the measured length of the broken core wire, no pieces appeared to be missing. The diameter of the swg was measured & found to be within specification. The products' instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. No manufacturing defects were found during this investigation. Arrow swgs of this size are designed & manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site & pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.